Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer screen would freeze. During incoming testing, the programmer functioned as required and no errors were found in error log. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would often freeze and a reboot was required to correct the issue. No specific patient or dates were mentioned. The programmer was returned for service. No patient complications have been reported as a result of this event.